Manufacturer narrative:
This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened. (B)(4).

Manufacturer narrative:
Product complaint : (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during operative use of the depuy synthes anterior corail/tri-lock impactor,according to MFR's recommendation,while implanting the femoral stem component,it was discovered that the distal appendage had broken off of the impactor,both the surgeon and the scrubbed tech impacted the two portions of the impactor and were able to determine that the impactor was accounted for in its entirety. FDA safety report ID# (B) (4).